Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000452 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure and the valve of the vizigo is defective "with open connection of air". When the vizigo sheath was replaced, the issue was resolved. There was no patient consequence. Multiple attempts have been made to obtain clarification on this complaint. However, no response has been received. With the current information available, this has been assessed as MDR reportable.

Manufacturer narrative:
During an internal review on 28-oct-2024, it was noted that the most accurate code that captures the event is the code of backflow (a140501). Therefore, the h 6. Medical device problem code has been updated from material separation (a0413) to backflow (a140501). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).